Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received 3 inappropriate shocks due to this electrode exhibiting t-wave oversensing, low amplitudes and noise. The patient was seen in the clinic, and tachy-therapy was turned off. The physician reported that the secondary vector has an over-detection of the p wave, because the electrode is implanted a little higher than typical implants. A technical service (ts) consultant was asked to review device data. Ts provided recommendations to perform troubleshooting in each vector, integrity testing and x-ray imaging. Reportedly, troubleshooting could not find a better device configuration and the physician decided to schedule a replacement procedure with a transvenous ICD system. The device remains implanted. No additional adverse patient effects were reported.